Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ use error: not applicable as the event is not related to the device. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ additional observations: yellow particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side capsular contracture baker grade iii and "nodular, oval and hypoechoic formation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, the physician chose to repeat the surgery with the same prostheses.

Event description:
Patient reported left side "contracture baker grade unknown; different format, clearly visible; worried about the recall; the physician chose to repeat the surgery with the same prostheses". Device remains implanted.